Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), urinary tract disorder ("urinary problems"), genital haemorrhage ("bleeding"), neuromyopathy ("neuromuscular problem"), vaginal scarring ("vaginal scarring"), autoimmune disorder ("autoimmune like symptoms"), vaginal haemorrhage ("heavy vaginal bleeding for years"), uterine haemorrhage ("auh (abnormal uterine henmoraghe)"), menorrhagia ("hmb (heavy menstrual bleed)"), migraine ("migraine"), suicide attempt ("sucide attempt in hospital"), renal disorder ("kidney problems"), alopecia ("hail loss"), food allergy ("food allergy"), dermatitis allergic ("skin allergy") and rash ("rash") and was found to have uterine leiomyoma ("fibroid utreus"). The patient was treated with surgery (complete hysterectomy to remove essure). At the time of the report, the pelvic pain, infection, urinary tract disorder, genital haemorrhage, neuromyopathy, vaginal scarring, autoimmune disorder, vaginal haemorrhage, uterine leiomyoma, uterine haemorrhage, menorrhagia, migraine, suicide attempt, renal disorder and alopecia outcome was unknown. The reporter considered alopecia, autoimmune disorder, dermatitis allergic, food allergy, genital haemorrhage, infection, menorrhagia, migraine, neuromyopathy, pelvic pain, rash, renal disorder, suicide attempt, urinary tract disorder, uterine haemorrhage, uterine leiomyoma, vaginal haemorrhage and vaginal scarring to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), urinary tract disorder ("urinary problems"), genital haemorrhage ("bleeding"), nervous system disorder ("neuromuscular problem"), vaginal scarring ("vaginal scarring"), autoimmune disorder ("autoimmune like symptoms"), vaginal haemorrhage ("heavy vaginal bleeding for years"), uterine haemorrhage ("auh (abnormal uterine henmoraghe)"), menorrhagia ("hmb (heavy menstrual bleed)"), migraine ("migraine"), suicide attempt ("sucide attempt in hospital"), renal disorder ("kidney problems"), alopecia ("hail loss"), food allergy ("food allergy"), dermatitis allergic ("skin allergy") and rash ("rash") and was found to have uterine leiomyoma ("fibroid utreus"). The patient was treated with surgery (complete hysterectomy to remove essure). At the time of the report, the pelvic pain, infection, urinary tract disorder, genital haemorrhage, nervous system disorder, vaginal scarring, autoimmune disorder, vaginal haemorrhage, uterine leiomyoma, uterine haemorrhage, menorrhagia, migraine, suicide attempt, renal disorder and alopecia outcome was unknown. The reporter considered alopecia, autoimmune disorder, dermatitis allergic, food allergy, genital haemorrhage, infection, menorrhagia, migraine, nervous system disorder, pelvic pain, rash, renal disorder, suicide attempt, urinary tract disorder, uterine haemorrhage, uterine leiomyoma, vaginal haemorrhage and vaginal scarring to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.